Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that reported that following implantation of an intraocular lens (iol) the patient outcome does not match the target refraction. Additional information was requested and received stating the patient experienced -3.00 post operative refraction and mild posterior capsular opacification.